Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular (lv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpa2qq crt-d, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.